Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A ventilator was reported pressure transducer test. Our field service engineer investigated the ventilator on site and found the pressure transducer printed circuit boards faulty. The pcb was returned for further investigation. The failure was confirmed in received device logs. The returned pcb was mounted in a reference ventilator and pre-use check passed. Ventilation was stared and after running for a week it was found that the pressure sensor measured a high zero-pressure value. Using microscope dirt was found on the sensor. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The pressure transducer test fail happened due to a dirty pressure sensor.

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #:(B)(4).